Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user was hospitalized with diabetic ketoacidosis (dka). The event occurred on (B)(6) 2025. On (B)(6) 2025, the user was admitted to the ICU with dka, presenting with a ph of 7.26 and hco3 of 10. The user has a history of severe mental health issues and non-compliance with the pump, including removing it and allowing insulin to run out for hours. The user was treated with IV insulin during hospitalization and was released on (B)(6) 2025. The ilet device was resumed after the hospital stay. The patient's current continuous glucose monitor (cgm) is a dexcom g7.